Event description:
Psd generated images did not have consistency from one scan to the next on the same patient. This inconsistency was reported to have caused confusion to the physicians and could have lead to a potential misdiagnosis and thus to a potential injury to the patient. The mr images are not the sole source of diagnostic information for patients. The psd has been removed from the system.